Event description:
A beckman coulter, inc (bci) representative contacted customer per the troponin I (accutni) customer contact marketing survey program (msp). Customer stated that the access 2 immunoassay system generated erroneous patient results. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were reported out of the laboratory, but were amended when the issue was flagged and prior to the initiation of patient treatment based on the results. Customer questioned the patient results after qc (quality control) recovery was "high, but within range." Customer then recalibrated accutni, and reran the patient samples. Reruns of the patient samples produced 5 to 6 patient results that were lower than the initial results, after which the reports were amended accordingly. Customer did not provide data for specific patients or further details surrounding the erroneous results.

Manufacturer narrative:
Per the information provided by customer, there was no increase in occurrence of the event, nor was there an instrument malfunction; therefore, on site service was neither requested nor required. Customer has not contacted beckman coulter, inc to report a recurrence of the event. (B)(4). Customer did not require on site service.